Manufacturer narrative:
The product was not returned for evaluation. No specific failure mode was cited by the customer. No conclusion can be made as to whether some defect, malfunction or other product condition existed which could have caused or contributed to interruption in delivery of insulin or hyperglycemia. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user guide emphasizes the importance of frequent monitoring of blood glucose to detect issues early and treat them promptly. No blood glucose or insulin dosage history leading up to this event was reported.

Event description:
Pt reported that she was in ICU this weekend due to hyperglycemia. She believes the device was not delivering insulin. No specific blood glucose values, diagnosis or treatment were reported.